Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted a supply change on the ilet and inserted a new insulin cartridge without performing the rewind, which advanced the piston and expelled the insulin, and the user also could not access the drops screen; customer care guided the user to remove the empty cartridge, refill a new cartridge, perform the correct rewind and supply change steps, and resume insulin delivery, and review of device history showed a missed meal announcement associated with postprandial hyperglycemia. Symptoms included hyperglycemia. Outcomes included no reported medical intervention and continued device use after education and troubleshooting. Investigation included review of device use history and remote troubleshooting with user education. Investigation of this case revealed user handling error during cartridge change and a missed meal announcement as contributory factors, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error in cartridge replacement and therapy management.